Manufacturer narrative:
As reported, approximately thirteen months post initial left side tka, the 58 y/o female patient was revised due to instability. A thicker poly was implanted; the patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as it is against hospital policy. Patient medical history/information is not available/provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Instability is listed as a potential adverse event associated with total joint replacement surgery. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately thirteen months post initial left side tka, the 58 y/o female patient was revised due to instability. A thicker poly was implanted; the patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation as it is against hospital policy. Patient medical history/information is not available/provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, d8, h6: health effect - clinical code, medical device problem code, component code, investigation conclusions code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.